Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 1270 of 1728 lifetime ventricular short interval counts occurring since 2013-3-20. There were three non-sustained episodes of less than 220 milliseconds ventricle to ventricle cycle recorded between 2012 (B)(6) and 2013 (B)(6). A lead integrity alert triggered on 2013 (B)(6) due to meeting the conditions for non-sustained and ventricular short interval counts. The superior vena cava coil defibrillation impedance is undefined on 2013 (B)(6).

Event description:
It was reported that an alarm triggered for oversensing on the lead. There may also be a possible fracture. The lead will be monitored. No patient complications have been reported as a result of this event.